Event description:
It was reported that the pt underwent revision surgery due to wear of the liner.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 14 years. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-ray was provided and shows that the femoral stem was raised in the acetabular shell indicating wear at that location. Although not proven, after 14 years of use the device was most likely worn. However, a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.